Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse had patient on the arctic sun device, and it was alerting 01 (patient line open) and 02 (low flow). The flow rate was less than 1l/m, patient temperature was 36.7c, target temperature was 36c, water temperature was 12.2c and inlet pressure was less than -6psi. They went to event log and found the only alerts or alarms were 01 (patient line open) and 02 (low flow). Nurse stated that they took the patient to computed tomography, but replaced the pads once returned to place correct size pads for ~350lbs patient. Mis had nurse to stop therapy, drain and disconnect all pads. Nurse reconnected holding nowhere near clear connectors. Nurse verified fluid delivery line was secure with no bends or tears. After reconnecting it is still alerting. The mixing pump command was 100 percentage, heater command was 0 percentage, circulation pump command was 100 percentage, water reservoir level was 5, system hours were 3283 and pump hours were 2684. Mis ahd nurse to remove fluid delivery line to check for suction from device and there was none. Mis advised to swap out device and have biomed evaluate circulation pump.

Event description:
It was reported that the nurse had patient on the arctic sun device, and it was alerting 01 (patient line open) and 02 (low flow). The flow rate was less than 1l/m, patient temperature was 36.7c, target temperature was 36c, water temperature was 12.2c and inlet pressure was less than -6psi. They went to event log and found the only alerts or alarms were 01 (patient line open) and 02 (low flow). Nurse stated that they took the patient to computed tomography, but replaced the pads once returned to place correct size pads for 350 lbs patient . Mis had nurse to stop therapy, drain and disconnect all pads. Nurse reconnected holding nowhere near clear connectors. Nurse verified fluid delivery line was secure with no bends or tears. After reconnecting it is still alerting. The mixing pump command was 100 percentage, heater command was 0 percentage, circulation pump command was 100 percentage, water reservoir level was 5, system hours were 3283 and pump hours were 2684. Mis had nurse to remove fluid delivery line to check for suction from device and there was none. Mis advised to swap out device and have biomed evaluate circulation pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a failed circulation pump. The device was evaluated and the reported issue was confirmed via case data as the alert 01 and 02 were present. It was noted that the device needed to be primed to fill during decontamination. Serviced the circulation pump sn (B)(6). Missing power cord restraint bracket. The hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. Completed the 2000-hour pm procedure on the device. Serviced the mixing pump sn (B)(6), replacing heater lot 1439 with lot 2314, and replacing both manifold o-rings and drain valves. Preventatively replaced the ac main voltage circuit card sn (B)(6) with sn (B)(6). Replaced the missing power cord retaining bracket. Upgrades completed included replacing the control panel coin cell due to age the device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated using acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the nurse had patient on the arctic sun device, and it was alerting 01 (patient line open) and 02 (low flow). The flow rate was less than 1l/m, patient temperature was 36.7c, target temperature was 36c, water temperature was 12.2c and inlet pressure was less than -6psi. They went to event log and found the only alerts or alarms were 01 (patient line open) and 02 (low flow). Nurse stated that they took the patient to computed tomography, but replaced the pads once returned to place correct size pads for ~350lbs patient. Mis had nurse to stop therapy, drain and disconnect all pads. Nurse reconnected holding nowhere near clear connectors. Nurse verified fluid delivery line was secure with no bends or tears. After reconnecting it is still alerting. The mixing pump command was 100 percentage, heater command was 0 percentage, circulation pump command was 100 percentage, water reservoir level was 5, system hours were 3283 and pump hours were 2684. Mis had nurse to remove fluid delivery line to check for suction from device and there was none. Mis advised to swap out device and have biomed evaluate circulation pump. Per investigator notification received on 22jun2023, it was reported that the missing power cord restraint bracket , the hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. Completed the 2000-hour preventive maintenance procedure on the device.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a failed circulation pump. The device was evaluated and the reported issue was confirmed via case data as the alert 01 and 02 were present. It was noted that the device needed to be primed to fill during decontamination. Serviced the circulation pump sn (B)(6). Missing power cord restraint bracket. The hot side connection between the power inlet module and the ac main voltage circuit card shows signs of electrical overstress. Completed the 2000-hour pm procedure on the device. Serviced the mixing pump sn (B)(6), replacing heater lot 1439 with lot 2314, and replacing both manifold o-rings and drain valves. Preventatively replaced the ac main voltage circuit card sn (B)(6) with sn (B)(6). Replaced the missing power cord retaining bracket. Upgrades completed included replacing the control panel coin cell due to age the device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated using acats (automated calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.